Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a (B)(6) 2020 angel hip injection procedure the tubing where it connects to the light sensor broke and some blood leaked out. The injection was not part of a surgical procedure. The blood dripped out near the light sensor/rotor that pumps blood in and out of the centrifuge. The cassette was discarded. Another 60ml of blood was taken in a new cassette and was put into the system. The injection continued without any further issue. Staff hit the stop button immediately upon noticing the leak. The staff cleaned up the blood leak and proper ppe was used during the procedure and while cleaning up the blood